Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ connector came apart and leaked. The following information was provided by the initial reporter: it was reported by the medical professional, the closed system adapter that connects the tubing tp the bag has been popping off and caused a chemo leak.   Verbatim: I had a chemo rn call down this evening to notify me that the closed system adapter that connects the tubing to the bag has been popping off, thus causing chemo leaks. I know this happened with a patient last week where ~2/3 of the bag leaked and the next day we re-made this chemo. Today it was caught soon enough where no re-making was necessary. However, obviously this is a huge safety concern. I stopped in today and spoke to all parties up on the 5th floor and was able to touch base with the pharmacy. Assessing the situation, it did not have anything to do with the bag or bag spike. We went into the patients room and found the .2 micron filter may be the culprit. She ran her finger over the filter and we realized traces of residue. I spoke to my infusion rep about this and we determined we should submit a product incident on the filtered tubing.